Event description:
Device malfunction: none. Symptoms/ae: possible nickel allergy. Time of symptoms/ae: after the vessel closure procedure. It was reported that a physician achieved arteriotomy closure using the starclose device after a diagnostic procedure. Approximately 6 months post procedure, the patient experienced fatigue and lymphadenopathy and requested that the clip be removed. Reportedly, the patient has not been tested for allergic reaction to nickel. Though requested, no additional information was available.

Manufacturer narrative:
At this time, the location of the clip has not been reported. The lot number was not identified; therefore, a device history record review could not be performed.